Manufacturer narrative:
(B)(4). Manufacturing date range from 02/17/2016 ¿ 02/19/2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection from the photograph showed a leak from the blue winged luer cap. The reported condition of leak was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had a leak at the blue winged luer cap. This was identified during storage. The device was filled with an unspecified amount of an unknown drug. There was no patient involvement. No additional information is available.